Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4968-35 implantable pacing lead implanted: (B)(6) 2010.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed a false elective replacement indicator (eri) due to measurement system lock-up.

Event description:
It was reported that during routine device check, the elective replacement indicator (eri) indication appeared. It was further reported the indication of longevity and the indication of battery voltage were not present, eri occurred due to measurement lock-up and the device programming had been changed to vvi mode. The device was reprogrammed to previous settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.